Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing power surges. The surges were reported at 25, then down to 7 and over the next few hours, power gradually ramped up to the 10's. A few days later, it was reported that the power was at 12-14. The pt was not symptomatic and no hemolysis was suspected. The pt was admitted. An echo ramp study showed that the left ventricular was not unloading at higher speeds. Later that day, the pump stopped. The pt was admitted to the ICU and seems to be doing fine. The pt's international normalized ratio (inr) had been therapeutic since the third day of the pump exchange that took place on (B)(6) 2011; however the pt had developed recent deep vein thrombosis (dvt) while inr therapeutic. The pt had also been diagnosed with heparin induced thrombocytopenia (hit) prior to pump exchange, however heparin was still used during the exchange. A decision was made to not exchange the lvad with another lvad a second time as suspicions are high that the pt has some kind of undiagnosed hypercoagulable syndrome. The pt was taken to the operating room to turn off the lvad and staple the outflow graft closed. The pt will remain in ICU awaiting transplant.

Manufacturer narrative:
The pt remains on going with the device implanted device and turned off, awaiting transplant. The lvad pump exchange that took place on (B)(6) 2011 referred to within the event description has been previously documented via the mfg report number 2916596-2011-00541. No further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.